Event description:
During the repair on (B)(6) 2020 completed by the philips bench repair technician, it was noted that the device was failing to complete the co2 calibration. There was no patient involvement.